Event description:
During verification testing at the service center, it was noted that the ground prong on the ac power cord plug was broken off.

Manufacturer narrative:
The ac power cord was received on (B)(4) 2013. During testing, it was noted that the ground prong on the ac power cord plug was broken off. The probable cause of the broken ground prong on the ac power cord plug is use in the customer environment. This report represents all the info known by the reporter upon query by hospira personnel.